Manufacturer narrative:
(B) (4): physio-control evaluated the device at the failure analysis center and observed, it would not power on and the lead latch assembly was missing. The failure location and the root cause of the issue was not determined. A replacement device was provided to the customer.

Event description:
It was reported that the device illuminated the charge pak icon and the latch near the power button was pressed back into the rubber area above the charge pak compartment. The device was returned to physio-control for eval. It was observed that the device would not power on. There was no pt involved with the reported incident.